Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient was starting to have issues again with not being able to go. No device issue and no further patient complications have been reported as a result of this event.